Event description:
On july 18, 2006, the-user/patient contacted life scan since he did not know how to code his one touch ultra meter. The medical affairs specialist (mas) spoke to the patient three days later, to obtain/verify information. The mas also listened to the call between the patient and the customer care advocate (cca). The patient stopped testing his blood glucose several months ago since he forgot how to code his meter. The patient knew the meter must be coded, but chose not to seek assistance for coding the meter until he called lifescan on original date. The patient did not use a backup meter. During the time he was not testing, the patient claims he developed "retinitis" and symptoms of "frequent urination and neuropathies." The patient takes 70 units of "humulin" insulin twice a day. He followed the "humulin" regimen during the time of concern. The patient also takes sliding-scale "humalog" insulin. The patient stated that although he was not testing his blood glucose, he based his sliding-scale insulin dosages on how he felt. On original date, the patient's blood work was obtained by his doctor as par of a regular checkup. The doctor notified him that his lab blood glucose result was "601 mg/dl." The patient was not given any medical treatment. The doctor advised the patient to test his blood glucose at home and to call back if his blood glucose remained high. This complaint is being reported due to the following conclusion: the patient forgot how to change his meter's code, stopped using the meter, developed symptoms, and obtained a lab reading of "601 mg/dl."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evalution, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.